Event description:
Boston scientific crm received information indicating that this patient or a representative for the patient has retained an attorney and recently submitted paperwork as part of the litigation process. One year later, we received new information that this patient asserts injury occurred as a result of device malfunction. The patient has a history of atrial fibrillation and atrial flutter and notes filled out by the patient indicated one of his follow up nurses was concerned with the longevity remaining with his device. This device is included in an advisory population.

Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On september 22, 2005, guidant (now boston scientific) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in march 2004. This device was manufactured before march 2004 and is included in this population. Boston scientific does not have sufficient information to determine that this device behaved in the manner described in the advisory. Three years later, the device was returned. The explant reason was not provided. The device is currently in analysis. When additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, normal pacing and sensing functions were confirmed. No resets were found and the device exceeded predicted longevity estimates. This device was not affected by the reasons outlined in the advisory.